Event description:
The initial reporter received a questionable urea result from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result of the undiluted patient sample from the module was 42. The first repeat result of the autodiluted patient sample from the module was 12.6. The second repeat result of the undiluted patient sample from another module was 42. The third repeat result of the autodiluted patient sample from the module was 36.4. This result was deemed correct. The unit of measurement was not provided.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation excluded reagent issues, as no further cases were reported and a correct rerun was performed with the same reagent. The investigation determined the event was consistent with an operator maintenance-related or sample quality-related cause. The investigation did not identify a product problem.